Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. (B)(4).

Event description:
Per user facility medwatch form, #(B)(4), during an unknown procedure; the linear cutter would not fire or open. It is not known how the procedure was completed. There were no adverse patient consequences reported.